Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate multiple times. Blood glucose was 325 mg/dl. Reportedly, the customer reloaded the same cartridge to resolve the issue. The customer continued using the pump for insulin therapy.